Event description:
It was reported the colonovideoscope produced an error e315 and snowflakes in the image, during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure, error e315, was confirmed, while snowflakes in the image was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e315 was caused by the failure of one or more electronic components within the scope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.